Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was blinking at the beginning of the photoselective vaporization of the prostate procedure. An error code stating excessive fiber use was also received. The physician also reported that he observed there was diminished vaporization from the fiber. The fiber was cleaned, and then they tried to put the fiber back into ready mode. However, before the doctor could use the fiber again, the same error was received. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. The fiber was returned, and analysis identified the glass cap and metal cap were detached.